Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record could not be conducted as the device lot number is not known. No systemic trends were observed. The root cause cannot be identified as the device was not returned for evaluation. If more information and/or the complaint samples become available at a later date, the complaint will be reopened and the products will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was found broken during the inspection, in (B)(4), after being received from a surgery in hospital (B)(6).

Manufacturer narrative:
(B)(4). One (1) skyline expansion tip driver (product code: 2868-30-500, lot number(s): gm3909301) was returned to the complaints handling unit (chu). The complaint description states that the device was broken during inspection, however visual inspection of the returned skyline expansion tip driver revealed no signs of breakage. The device exhibits significant wear and tear, with its distal tip partially stripped in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The complaint was originally considered a reportable malfunction with potentially driver tip breakage, as the tip breakage has been known to result in the tip of the instrument remaining in the patient. However, upon receipt of the returned device it is noted that the driver tip is not broken but worn/stripped at its distal tip. A definitive root cause cannot be determined for the skyline expansion tip driver distal tip stripping. However, the most likely root cause may be improper seating of the driver in the poly axial screw during the tightening step, as the observed damage is localized to the tip of the driver feature.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.